Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pin inside of the white power cable of the system controller broke off inside of the patient cable during set-up. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pin stuck inside a white power cable of the system controller was not confirmed. The hm3 system controller, serial (B)(6), was not returned for analysis. Per provided information, a pin from a 14v patient cable was found to be stuck inside a white power cable of the controller. The devices were exchanged. There was no additional image or documents regarding the event. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿equipment storage and care¿ and heartmate iii patient handbook section-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information provided. The manufacturer is closing the file on this event.